Event description:
The rptr indicated that the device was explanted due to pacing in the back-up mode, it will not communciate, and the wrong serial number is displayed, via telemetry. The pt was cardioverted due to no detection/therapy from the device. The rptr also stated that the device is damaged probably from external cardioversion.